Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that hours after the transcarotid artery revascularization (tcar) procedure, the patient had stroke-like symptoms. Per the physician, the patient experienced an ischemic stroke. Angiogram revealed that the right internal carotid artery was occluded after the bifurcation. The physician performed an aspiration thrombectomy and placed the patient on integrillin to resolve the thrombosis. The patient was noted to have fully recovered.